Event description:
It was reported via a journal article: this complaint is from a literature source. The following literature cite has been reviewed: niino j, goto y, sazuka t, sato h, arai t, ichikawa t. Off-clamp robot-assisted partial nephrectomy for renal hilar tumors. Int j urol. 2023 dec;30(12):1194-1196. Doi: 10.1111/iju.15282. Epub 2023 aug 17. Pmid: 37592434. The aim of this study is to describe a method of performing rapn for ct1 renal hilar tumors without needing to clamp the renal vessels. Between may 2022 and february 2023, a total of 9 patients underwent rapn (robot-assisted partial nephrectomy) using enseal® x1 curved jaw tissue sealer (ethicon) and (surgicel®; ethicon). Reported complications are n=1; 75 year old; male atelectasis treatment: not mentioned. In conclusion, the limitation of this study is the small number of patients and the short observation period. A higher number of off-clamp hilar rapn procedures, and a prospective comparison with conventional rapn, are warranted.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: int j urol. 2023 dec;30(12):1194-1196. Doi: 10.1111/iju.15282. Epub 2023 aug 17. Pmid: 37592434. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - upon further review the patient did not esperience respiratory failure, but atelectasis, which required no treatment. Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.